Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt took a bath and now has a driveline infection. The pt was readmitted and wound v.a.c. Was placed on the driveline exit site.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.